Event description:
Reportable based on analysis completed on (B)(4) 2013. It was reported that during a percutaneous coronary intervention, crossing difficulty occurred. The 80% stenosed, 21mm in length, de novo, eccentric target lesion was located in the non calcified and mildly tortuous left circumflex artery. A 3.5 6f non bsc catheter was used. After a 180 cm 0.014mm non bsc guide wire crossed the lesion, a 2.0mm x 15mm maverick² balloon catheter was advanced for predilation, however, the device was not able to cross the lesion. The procedure was completed using another of the same device. No patient complications were reported and the patient's status was stable. Returned device analysis revealed catheter entrapment on guide wire.

Manufacturer narrative:
Device evaluated by MFR: the device was received with a guide wire inserted through the wire lumen of the device. The hypotube was severely kinked at various locations along its length. The shaft polymer extrusion including the wire lumen and midshaft were severely stretched and bunched up. As a result of this stretching the wire lumen was stretched down onto the guide wire preventing the guide wire from being withdrawn. Using a calibrated snap gauge, the outer diameter of the wire was measured at 0.013 inch. An examination of the balloon and tip profiles found that they were bunched up. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).